Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that multiple bd luer-lok¿ syringe bulk sterile pharmacy convenience tray(s) had multiple defects (including: missing plungers, deformed/missing rubber seals, broken plunger). There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: two photos were received and evaluated. Observed in the photos were: 6 barrels without plunger or stopper, 2 assembled syringes with distorted stopper, 1 assembled syringe without stopper, 1 assembled syringe with a broken plunger rod rib. Missing components are rejectable per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the missing component, jammed stopper and broken plunger defects is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that multiple bd luer-lok¿ syringe bulk sterile pharmacy convenience tray(s) had multiple defects (including: missing plungers, deformed/missing rubber seals, broken plunger). There was no report of exposure, injury or medical intervention.